Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, wear abrasion, deformation, and white particles on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no openings were observed on the device. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Patient reported right side rupture. Healthcare professional reported right side capsular contracture baker grade ii and confirmed report of rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Patient reported right side rupture. Healthcare professional reported right side capsular contracture baker grade ii and confirmed report of rupture. Device remains implanted.